Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2002, explanted:, product type: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2002, explanted:, product type: programmer, patient product ID (B)(4), lot# l98359, serial#, implanted: (B)(6) 2002, explanted: (B)(6) 2003, product type: lead. Product ID (B)(4), lot# la6056, serial#, implanted: (B)(6) 2002, explanted:, product type: accessory. (B)(4).

Event description:
It was reported that the patient's leads were repositioned at a higher level in the spine on (B)(6) 2003. For subsequent events see MFR. Rep. # 6000032-2012-00021.